Manufacturer narrative:
Analysis of the returned capio slim device confirms the event that the carrier failed to retract. The carrier was actuated three times and it extended without any problem, however, it is unable to retract due to the residues found in the distal section. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications, but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  The most probable root cause classification is operational context.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated MFR report #3005099803-2014-03533 and #3005099803-2014-03534 pertains to the other devices. It was reported to boston scientific corporation that a capio slim was used during an anterior repair with xenform procedure performed on (B)(6) 2014. According to the complainant, during procedure, when the physician deployed the needle carrier and after passing it through the ligament, it failed to retract. They tried two additional capio devices, however, both devices still failed to retract. The procedure was completed with a fourth capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.